Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100673445. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented inflation difficulties, not inflating beyond approximately 50%. During the subsequent surgical procedure, a fluid loss was identified. The pump was removed and replaced, and no patient complications were reported.